Event description:
Procedure type: adrenalectomy. Reportedly, when the nurse was going to clean the instrument, she noticed that the under fork was broken. They found the broken piece in the patients abdomen, and retrieved it through the trocar. They used another ultra shears to finish the procedure. There was no affect to surgery time and there was no patient injury reported.